Event description:
According to original report from customer, in 2004, a respiratory therapist had a problem with the valve on a resus bag sticking. This caused it not to inflate with delayed critical treatment. Unfortunately the product was not saved.